Event description:
Related manufacturer reference number: 1627487-2023-03015. It was reported that the patient was experiencing ineffective therapy and site pain. Surgical intervention took place where the ipg and lead was explanted.

Manufacturer narrative:
It was reported to abbott, a patient¿s cervical scs system was explanted due to ineffective therapy and ipg site pain. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.